Event description:
The device was used during a right upper lobectomy procedure. Reportedly, the staples did not form and the device did not cut. The surgeon applied another device and resected the tissue at the application site to complete the procedure. The hosp has reported the pt's condition is satisfactory.